Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on radius assessed, as an unidentified (tear) opening (shell thickness within spec). Additional observations: crease fold and wear abrasion observed, on the device. White particles observed, inside the device.

Event description:
Healthcare professional reported, a left side deflation. And unilateral exchange. Device has been explanted and replaced.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported a left side deflation and unilateral exchange. Device remains implanted.